Event description:
This report is to advise of an event observed during analysis.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received analysis of the device identified an anomalous component within the hybrid circuitry that resulted in an extended charge time. (B)(4). No complaint received with return of device. Failure (event) observed during analysis.